Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a valve-in-valve case of a 26mm sapien 3 valve into a 25mm surgical valve, in the mitral position by transfemoral (vein) approach. During the procedure, difficulties were found while crossing the surgical valve due to the calcification of the prosthetic valve and the large left atrium. Thus, it was not possible to continue with the procedure. The commander with the crimped valve was slowly withdrawn through the esheath. No difficulties were found during removal. Upon inspection of the retrieved delivery system, blood was found inside the balloon. A second 26mm sapien 3 valve was prepared and inserted thought the esheath. In this second attempt, the guidewires crossed the surgical valve at another point which assisted with successful implant of the sapien 3 valve. There was no patient injury during the procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: a pin hole was found next to distal shoulder of inflation balloon. The inflation balloon double wall thickness was measured, and the inflation balloon wall thickness met the specification. The imagery provided shows calcification present in the annulus of the previously implanted valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was confirmed. However, the complaint for difficulty or inability to cross native annulus was unable to be confirmed. A manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''while crossing the surgical valve due to the calcification of the prosthetic valve and the large left atrium. The commander delivery system kept lining up in the too-large atrium, preventing it from passing through the surgical valve. Thus, it was not possible to continue with the procedure. So, the commander with the crimped valve was slowly withdrawn through the esheath. No difficulties were found during removal. The esheath remained inserted into the patient. Upon inspection of the retrieved system, it was found blood inside the balloon deliver system.'' As such, it is possible the calcification present in the patient's pre-existing valve contributed to the difficulties with navigating through anatomy as calcification can obstruct the crimped valve from crossing the annulus. Furthermore, calcification can create sharp nodules that can compromise the balloon integrity. These interactions may cause damage to the balloon and result in the reported blood observed in the balloon upon withdrawal. Available information suggests patient factors (calcification) contributed to the reported event. However, due to the lack of procedural imagery, a definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.